Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as complaint-(B)(4). The device investigation was completed on 20-oct-2016. The regional service center (rsc) service log review revealed a delivery failure alarm due to monitored no > absolute max of 100 ppm (actual 114 ppm) followed by a log entry for injector module failure alarm raised due to analog injector readings out of bounds (temp counts valid range: 70 to 4050) (actual temp counts: 7). Although identified in the service log, the rsc did not experience a delivery failure alarm. The original injector module and injector module cable used during this service log finding was not returned to the service center with this device. The rsc replaced the wire harness as a precaution to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was injector module failure for temperature counts below valid range. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2016-00046).

Event description:
On (B)(6) 2016, respiratory therapist (rt) called mallinckrodt customer care to report a device issue with inomax dsir (B)(4), unrelated to the reportable malfunction. The device was not in use on a patient at the time of the event. There was no impact or harm to the patient reported. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction based on the completed investigation. At the reported time, this complaint was not reportable.